Event description:
It was reported that the patient's blood glucose level rose above 300 mg/dl while wearing the pod between 4 and 24 hours. Upon removal from the infusion site (arm), the pod¿s cannula was reported to be blocked, as no insulin drops were observed after removal as usual. No treatment details were provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.7 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.